Manufacturer narrative:
Sensor board was found defective and has been replaced.

Event description:
Hamilton medical ag received the following incident description: per biomed, flow sensor pot failing to hold pressure setting. Sets to 0 and within minutes it drifts to over 70mbar. One time as high as over 150mbar.

Event description:
Hamilton medical ag received the following incident description: per biomed, flow sensor pot failing to hold pressure setting. Sets to 0 and within minutes it drifts to over 70mbar. One time as high as over 150mbar.

Manufacturer narrative:
Sensor board was found defective and has been replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.